Manufacturer narrative:
Additional information was added: h10: the device was received for evaluation. The visual inspection by naked eye of the product shows that the product was used. No visual defect was observed at the housing or the header. A leak test of the blood and dialysate side was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 210h, an external dialysate leak was observed (specific location of the leak was unclear since the dialysate coupler was detached). The leaked dialysate was wiped, and treatment was continued. It was reported that after treatment was completed, spilled dialysate was observed on the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.